Event description:
It was reported that the track strut support was broken (does not support weight; inability to support transporting load). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.